Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The whisper guide wire referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the proximal marginal artery with mild tortuosity and no calcification that was 70% stenosed. A 2.5 x 15 mm xience xpedition stent delivery system (sds) was advancing over a whisper guide wire when the distal end of the guide wire became kinked. Resistance was met with the guide wire when the sds was advancing to the distal third of the marginal branch. After failing to advance, the sds was removed from the guide wire with resistance and the sds became separated. Per the physician, the kinked guide wire caused the resistance during advancement. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment of a device component (shaft separation) was confirmed. The reported failure to advance and difficulty to remove the device were unable to be replicated due to the condition the device was returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: although the whisper ms guide wire became kinked due to the anatomy during advancement, the guide wire was used and crossed the target lesion. The sds was advancing over the guide wire when the sds met resistance with the guide wire. A decision was made to remove the sds. Then the sds separated at the mid shaft while inside the guiding catheter and was simply removed with the guiding catheter. The procedure was successfully completed with a non-abbott stent with the same guide wire. No additional information was provided.